Event description:
It was reported that during an unknown procedure, half of the staples formed and half did not. Instrument did cut. Surgeon then hand sewed anastamosis. There was no reported patient consequence.